Event description:
The pt developed hypersensitivity to bilateral tmj christensen total joint prostheses resulting in severe pain. She is highly sensitive to nickel and chromium. On 7/7/98 surgery was performed to remove the bilateral prostheses, both had metal fossas and metal condylar heads. The left fossa component was found to be fractured with several metal segments found in the adjacent soft tissues. Histologically, metal debris was in the adjacent tissues.